Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer went into diabetic ketoacidosis and was hospitalized as a result of their high blood glucose levels. Customer advised while they were in the hospital they lost their insulin pump and wanted to know if they can get a loaner device. Troubleshooting for high blood glucose levels was performed. Customer advised their high blood glucose may have occurred from the infusion set falling off of their body. Customer advised they are semi unconscious and have abdomen pain as a result of their blood glucose level. Customer was unable to troubleshoot the device since they lost it.